Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient experienced a hyperglycemia 342mg/dl event on (B)(6) 2026 due to an insulin flow block, and it was treated with insulin given by needles. No further information is available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.